Event description:
It was reported that customer received a motor error during priming. Customer also experienced intermittent button response when act, up arrow and down arrow buttons were pressed. Alarm history showed a motor position encoder error. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No unlocked keypad connector was noted. No motor position encoder error alarm could be verified in the alarm history due to the history file being erased. The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test and the insulin pump passed the displacement test, operating currents, self test, reset error test and off no power test. No blank display was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.